Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 230 - 250 mg/dl at the time of event. It was also reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue.